Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on offline and stuck with blue, black, white screen. A field service engineer (fse) found the station stuck on a windows update for an extended period and was unable to revert the settings. The station was reimaged, then configured and synchronized. Mary logged in and tested the station, and it was confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was offline in remote support service and stations stuck on blue, white and black screens. Customer attempted troubleshoot with reboot, but issue still persisted. There were no delay or adverse events or injuries reported based on this event.